Event description:
Additional information became available that low out-of-range (oor) pacing impedances continue for this device and right ventricular (rv) lead. There is also noise on both the right ventricular (rv) lead and right atrial (ra) lead.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead had lead safety switch (lss) triggered to unipolar three months ago, and was reprogrammed to bipolar last month. Recently, lss occurred again. Further, isometrics were performed and there was noise on bipolar and low out-of-range (oor) pacing impedance measurement of less than 200 ohms. Boston scientific technical services (ts) discussed potential rv lead issue and stated option to leave pacemaker programmed to unipolar. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.